Manufacturer narrative:
An ultraflex¿ esophageal ng uncovered stent and delivery catheter were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. During product analysis, the investigator was able to identify that the catheter was bent with significant catheter bowing noted during the deployment attempt. However, it was possible to manually release the crochet knots and deploy the device by pulling on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng distal release uncovered stent was to be used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a severe stricture between the lower esophagus and the stomach due to cancer of the esophagus. Reportedly, the patient's anatomy was tortuous. During the procedure, a guidewire was passed through the lesion and placed into the stomach. The ultraflex esophageal ng distal release uncovered stent was then inserted. The delivery system bowed as the proximal part of the esophagus was wider than the stricture. It was noted that the wire could not advance to the pylorus side smoothly and the delivery system could not be inserted because it came in contact with the stomach wall. The physician inserted the scope after the stent and used a forceps so that the stent was able to be advanced. After reaching the target area, the physician began deploying the stent and the distal part of the stent was expanding properly. However, when the stent was partially deployed, the physician noted that the stent stopped expanding although the deployment suture was still being pulled. The physician decided to discontinue use of the ultraflex esophageal ng distal release uncovered stent and the partially deployed stent was removed from the patient. And after the device was removed from the patient, the physician attempted to deploy the remainder of the stent. Per the physician severe resistance was encountered. The delivery system was noted to be bent and bowed and the suture began coming loose. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex esophageal ng distal release uncovered stent was to be used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a severe stricture between the lower esophagus and the stomach due to cancer of the esophagus. Reportedly, the patient's anatomy was tortuous. During the procedure, a guidewire was passed through the lesion and placed into the stomach. The ultraflex esophageal ng distal release uncovered stent was then inserted. The delivery system bowed as the proximal part of the esophagus was wider than the stricture. It was noted that the wire could not advance to the pylorus side smoothly and the delivery system could not be inserted because it came in contact with the stomach wall. The physician inserted the scope after the stent and used a forceps so that the stent was able to be advanced. After reaching the target area, the physician began deploying the stent and the distal part of the stent was expanding properly. However, when the stent was partially deployed, the physician noted that the stent stopped expanding although the deployment suture was still being pulled. The physician decided to discontinue use of the ultraflex esophageal ng distal release uncovered stent and the partially deployed stent was removed from the patient. And after the device was removed from the patient, the physician attempted to deploy the remainder of the stent. Per the physician severe resistance was encountered. The delivery system was noted to be bent and bowed and the suture began coming loose. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.